Manufacturer narrative:
Evaluation: method x-ray. Evaluation summary: as received, the valve exhibited heavy calcification in the cusp area leaflets 1 and 2, and moderate in the cusp area of leaflet 3. At the free margins calcification was heavy at leaflet 3. Calcification was heavy at the free margins of leaflet 1 and 2 at commissure 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate at the stent inflow and minimal to moderate the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device evaluation indicates calcific tissue degeneration as the primary cause of the reported stenosis, in addition to moderate host tissue overgrowth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. It is likely the extent of degeneration seen on the returned valve is affected by this patient's condition and medical history (B)(6). The information received does not suggest a device manufacturing or quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an explant of an edwards aortic bioprosthetic valve occurred after a duration of 80 months (approx 9 years) due to stenosis. As per the operative report, the pre diagnosis included: aortic stenosis, aortic insufficiency (2 to 3+) and mitral regurgitation. The op report also mentions, that "there appears to be one leaflet of her aortic valve which is incompetent" and in addition notes the patient's pre-existing castleman's disease "may have attributed to her premature valve rejection."